Manufacturer narrative:
The insulin pump did power up properly after battery installation and was received with operating currents within specifications. The device was monitored and no blank display or off no power anomalies were noted. No damage on the lcd isolation tape noted.the device was received with cracked case at display window corners and battery tube threads, minor scratches display window, a stained end cap sticke, and slightly loose drive support disk.

Event description:
The customer's parent called and reported the insulin pump battery compartment was cracked and there was no power to the screen. Customer's blood glucose was 324 mg/dl. Further troubleshooting was declined it was advised that the customer discontinue use of the device and revert to a back-up plan. It was advised the device would be replaced and agreed upon that the product would be returned for analysis.